Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of unspecified alarms that prompted the patient to attempt a system controller exchange on their own was unable to be confirmed. No logs files from the time of the reported event were provided by the account and the system controller was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. A review of the relevant sections of the device history records could not be performed as the account was unable to provide to serial number of the heartmate 3 system controller. Heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describe the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away and the cause of death was not provided. Per the site, the patient was getting alarms and tried to change their system controller by themself. The patient arrived at an outside hospital with the driveline disconnected and passed away on (B)(6) 2024. Log files were not available. The site received no further information and was unaware if the death was device related. The device was not explanted and would not be returned for evaluation.